Event description:
Abutment loosening was reported. Several implants were implanted on (B)(6), 2022. The immediate loading was performed in the afternoon. The restoration was delivered. There was no adverse reactions after surgery. The patient came for re-examination on (B)(6), 2023, and the abutment loosening was found, leading to the deformation of screw. The force could not be applied to lock tightly, causing the failure. The implant was then removed. Tooth site # 24-35.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D10: tsv4b11, imp, tsv, 4.1mm, sbm, 11.5, lot number 62850943. E1: initial reporter¿s title is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. Zimvie received one abutment for evaluation. Visual evaluation was performed, minor signs of use and no damaged evaluated. Functional test completed and performed as intended. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint(s) was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did not occur, however the reported event (loosening) is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.